Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number was unknown. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Girl with shunt implanted 2010. Headache not feeling good etc. Tried several times to reprogram the valve without any success. Therefore decided to perform a revision and put in a new valve. No incident of falling, trauma to the head etc. Org implant: (B)(6) 2010 (yyyy/mm/dd) revision/explant: (B)(6) 2015 (yyyy/mm/dd).

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.